Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (5.506 mg/ml) via an implanted infusion pump. It was reported the patient went in on (B)(6) 2020 to have their pump refilled and when they went in, their hcp did a revision on the patient's pump.